Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found error e224 (communication error) due to bad cable/connector unit. A device history record was reviewed, and no issues were found that could have caused or contributed to the reported issue. The most probable cause of the complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head was not working properly. The issue was identified during preparation for use. There was no patient involvement.